Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was giving no delivery alarms. Troubleshooting was performed, and the unit failed the displacement test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.